Event description:
It was reported that while using an unspecified bd¿ pen needle, the needle got stuck in the ampoule and was removed by tweezers. "I just wanted to get back to you on yesterday's contact. I went to xxx and they gave me a vial of water to test the pen and it worked normally again. My husband reminded me that the needle got stuck in that vial the day before and we thought that might have been the problem. I'm going to keep using the pen and keep a close eye on it. I'll contact you again if I have any problems. "It got stuck in the ampoule and we had to remove it with tweezers" "we took it out and inserted another needle to medicate him. It worked on the day. Then we had the problem".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6), nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Initial reporter phone#: (B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using an unspecified bd¿ pen needle, the needle got stuck in the ampoule and was removed by tweezers. "I just wanted to get back to you on yesterday's contact. I went to xxx and they gave me a vial of water to test the pen and it worked normally again. My husband reminded me that the needle got stuck in that vial the day before and we thought that might have been the problem. I'm going to keep using the pen and keep a close eye on it. I'll contact you again if I have any problems. "It got stuck in the ampoule and we had to remove it with tweezers" "we took it out and inserted another needle to medicate him. It worked on the day. Then we had the problem".

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.